Event description:
The nurse reported a system message displayed. They did not have a back up system and two cases were canceled. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the complaint. The host module was replaced and sent for in-house testing. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).